Manufacturer narrative:
Block b3: exact date unknown, event occurred twelve months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 527013.

Event description:
It was reported that the patient had inadequate pain relief. Lead migration was confirmed per x-ray. The patient underwent a revision procedure wherein a lead and the implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively, and the explanted device components were not returned.